Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 720 mg/dl. The event leading to the hospitalization was diabetes ketoacidosis, high blood glucose level and stress. The customer's current blood glucose was 135 mg/dl. The customer¿s other blood glucose level was 274 mg/dl, 400 mg/dl, and over 600 mg/dl. The customer was treated with intravenous insulin and fluid. Troubleshooting was declined for high blood glucose. The sensor will not be returned for analysis.